Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/02/2023, it was reported by a distributor via sems-06046491 that an ar-1410lp reamer had an issue. The reamer head broke during a revision distal biceps repair procedure on (B)(6) 2023 during reaming. They pulled out the broken piece from the patient, and the broken piece was fully retrieved. The reamer was replaced, and the surgery continued. There were no issues with the patient. The procedure was completed successfully. No second surgery was necessary. The complaint device was not available for return. This occurred during use with no patient harm. Additional information has been requested. On 10/13/2023, the distributor provided the following information via email and phone: the revision distal biceps procedure was necessary because the initial distal biceps repair procedure had failed over time. It could not be confirmed if arthrex products had been used in the initial procedure and were explanted in the revision surgery. A case delay of 2 minutes was reported in the revision surgery, and no additional anesthesia was needed. There were no pictures taken.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during use or insertion.